Event description:
The dome was detached when it was stretched using an obturator at a removal procedure and dropped in the stomach. The detached dome was left in the stomach at the discretion of the doctor with the intention of waiting a spotaneous output. The indwelling period was about 180 days.

Manufacturer narrative:
The complaint of a detached dome is confirmed; however the exact mechanism of damage is undetermined. Microscopic examination of the over molded dome is complete with no voids, and did not contribute to the dome detachment. The complete detachment of the dome and the lack of any associated damage to the button dome suggest the tear was caused by stretching the dome beyond its elastic limits. The broken portion of the retention dome was not returned for evaluation. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process.